Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged their ipg as recommended. A company representative deemed the ipg inoperable after an unsuccessful troubleshooting attempt. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.